Event description:
Boston scientific received information that a red alert was generated from the latitude system indicating this patient's right ventricular (rv) lead had displayed a low shock impedance measurement. The most recent measurement was 53 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated that the concern is that there is a potential short in the lead. The consultant recommended testing to ensure the integrity of the system. The consultant reviewed the historical lead data and the impedance has been very stable between 45-55 ohms. The caller will discuss the clinical observations and options with this patient's physician. In clinic device testing was not performed. No other adverse events have been reported. This product issue will be updated if additional information is received.